Manufacturer narrative:
Evaluation code, conclusion: off-label, unapproved or contraindicated use (proximal aortic neck >32mm at implant).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown endurant proximal aortic cuff was implanted in the patient for the endovascular treatment of a proximal type I endoleak and type ii endoleak. The procedure additionally involved the use of embolization and was treating a previously implanted unknown aui device. It was reported that the patient presented emergently with acute lumbar pain. A CT revealed expansion of the abdominal aortic aneurysm and a suspected proximal type I endoleak. The patient experienced an acute fall in blood pressure and an emergent procedure was performed to treat an aneurysm rupture. The physician elected to implant two stent graft limbs from another manufacturer and to implant a chimney graft to the superior mesenteric artery. The physician also elected to perform embolization in the aorta. The event was resolved. The investigator assessed that the event was related to the device and not related to the procedure. Bleeding from the femoral access site was observed. The patient received a transfusion and the physician elected to perform an intervention and implanted a femoral stent graft. The event was resolved. The investigator assessed that the event was related to the intervention procedure and not related to the device.